Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of death was reported to be hypertension and kidney failure. The cause of the peritonitis was unknown. Twenty days prior to passing away, the patient was admitted to the hospital for an unrelated indication and after one day of hospitalization, was discharged. It was not reported if the patient was hospitalized for the peritonitis event but the patient was not hospitalized at the time of death and passed away at home. The patient was treated with vancomycin 1 gram every other day for 14 days (route not reported) and ceftriaxone 2 grams every day for 14 days (route not reported) for the peritonitis event. Dianeal 1.5% singlebag therapy was ongoing until the time of death but it was unknown if extraneal therapy was ongoing until the time of death. An autopsy was not performed. The patient was reported to be recovering from the peritonitis event prior to passing away. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. On an unreported date, the patient experienced peritonitis. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.